Manufacturer narrative:
The reported blade reported involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product engineering group (r&d) who concluded that the bends present in the blade suggests that it was subjected to an excessive bending force or torque. This bending force / torque is the most likely cause of the reported mount break. The handpieces for use with this blade instructions for use(IFU) contain the following warning; "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control."

Event description:
It was reported that during a surgical procedure, the mount of the blade broke in three blades used. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This record relates to one of the three blades which broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the mount of the blade broke in three blades used. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This record relates to one of the three blades which broke.